Manufacturer narrative:
Correction: this MDR was a duplicate. Any further information will be provided with report number 6000034-2023-02813. This report is submitted on april 01, 2024.

Manufacturer narrative:
This report is submitted on february 12, 2024.

Event description:
Per the clinic, the device was explanted (date not reported) for unspecified medical reasons and the patient was reimplanted with another cochlear device during the same surgery.